Event description:
It was reported by service report that the nurse call was not working properly. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
(B)(4): loose cable studs on 37-pin nurse communication board connector.